Event description:
Allegedly, pain in the lateral proximal femur, stem came out with the neck and head. Stryker stem and head went in and none of our implant went it. Additional information on 08/29/2019: component not revised: metal liner 44mm dynasty part number : dlco-6644 lot number: 010138421. Cocr femoral head 28mm slt taper +10.5mm neck confirmed as revised.